Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. It was reported that the customer had multiple pump error alarm. The customer was unable to complete pump rewind. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.